Event description:
During the procedure, the patient was successfully treated with a mo.ma ultra cerebral protection device and an unknown brand stent to the right ica-cca. Intolerance was noted during the procedure. Following the procedure, the patient was reported to have suffered hyper perfusion syndrome. The patient was controlled by general anaesthesia for 1 week and by artificial respiration for 2 weeks. Patient was transferred to another hospital for rehabilitation. The investigator assessed that the event was not related to the study device or the procedure. Outcome of the event is reported as recovered.

Manufacturer narrative:
Evaluation, results: patient's condition - predisposed event (history of stroke, high blood pressure, age). Conclusions: device failure/lack of effectiveness related to patient condition. (B)(4).

Manufacturer narrative:
Update to event date.